Manufacturer narrative:
Reliability analysis inspected 1 opened and used reservoir performed manual prime test using a new lab infusion set along with insulin pump. Reservoir passed per inspection no occluded anomaly was observed during test. Reservoir connected and locked in place properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 418 mg/dl at the time of incident. The customer's blood glucose was 186 mg/dl at the time of call. The customer was unable to troubleshoot at the time of call. The reservoir will be returned for analysis.